Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that he purchased a contour next one meter in UK and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer stated that he will replace and/or return meter to the retailer. Therefore, the device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the distribution records were reviewed for the suspected contour next one meter and it was found that the device was set with the correct units of measurement as mg/dl for german market and was distributed in germany. Since the suspected meter was purchased online, it is possible that the 3rd party vendor sent the customer a meter from another country, which is outside of ascensia control.